Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter lumen. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After six ablation applications in the left superior pulmonary vein (lspv) with the catheter deployed to the basket shape the guidewire became stuck in the catheter lumen while repositioning it in the flower shape. The catheter and guidewire had to be removed from the patient together. The guidewire stretched and uncoiled as it was being pulled out on the scrub table. The coils of the guidewire protruded on a curve and concertinaed inside the lumen, becoming stuck inside it. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that tissue could be seen on the guidewire after it and the catheter were removed from the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was decontaminated. The visual of the device found no outer abnormalities. The functional testing was performed using a known good guidewire inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. The media inspection concludes the guidewire probably affected the load of the guidewire due to status of the same, however, the it was not returned. There was no tissue or foreign matter was noted on the catheter or in the sterile pouch. The device passed all test performed and analysis did not reveal any failures within the product. The reported allegation was not confirmed through device analysis.

Event description:
It was reported that the guidewire became stuck in the catheter lumen. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After six ablation applications in the left superior pulmonary vein (lspv) with the catheter deployed to the basket shape the guidewire became stuck in the catheter lumen while repositioning it in the flower shape. The catheter and guidewire had to be removed from the patient together. The guidewire stretched and uncoiled as it was being pulled out on the scrub table. The coils of the guidewire protruded on a curve and concertinaed inside the lumen, becoming stuck inside it. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the guidewire became stuck in the catheter lumen. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After six ablation applications in the left superior pulmonary vein (lspv) with the catheter deployed to the basket shape the guidewire became stuck in the catheter lumen while repositioning it in the flower shape. The catheter and guidewire had to be removed from the patient together. The guidewire stretched and uncoiled as it was being pulled out on the scrub table. The coils of the guidewire protruded on a curve and concertinaed inside the lumen, becoming stuck inside it. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.